Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s current was too high causing main voltage to fuse and went out. There was no patient involvement. The service center found the rem failed as the signal remained green between 130 and 140 ohms.

Manufacturer narrative:
Evaluation summary one device was received as a service request and a visual inspection and functional test were performed. This product was being used for treatment. Inspection of the device resulted in verifying the issue with the rem failure, but not the high current or fusing. The root causes for the issues with the unit are wear and tear from long time usage and the need for preventive maintenance / calibration. As part of continuous improvement efforts and a corrective action, the supplier ran the unit through four burn-ins with no further issues found. It was subjected to full factory testing which included calibration and passed all tests with no problems or issues found. A trend analysis was performed for high current and or rem issues involving product for the past year (november 28, 2016 ¿ april 2, 2018). Two additional complaints have been received with similar defects during this time. If additional information is received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.